Event description:
Consumer complaint of blood results reading "hi". Glucose is normally between 120 mg/dl and 130 mg/dl. Previous blood test reading in memory: time and date are incorrect on the meter, 473 mg/dl, 452 mg/dl, 522 mg/dl, 365 mg/dl and hi. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.